Event description:
Customer reported device = 534 mg/dl. Customer went to hosp. Hosp reading = 88 mg/dl. Hosp temporarily raised customer's medication doses. No control were in use. A request was made for the return of the suspect device and replacement product was sent.